Event description:
It was reported that the patient presented to the emergency room with complaints of dizziness and presyncope. Interrogation revealed that the implantable cardioverter defibrillator exhibited backup vvi for an unknown reason. The device was removed and replaced. The patient was stable.